Event description:
It was reported to the manufacturer on 08/05/2009, that the previous month, the pt had the acetabular cup implant revised, due to dislocation. The femoral head was also revised.

Manufacturer narrative:
Investigation in process.